Event description:
Device was returned for repair with a broken tip. Hosp reported that the device broke during screw insertion. Broken piece was retrieved without incident or delay. Contact stated incident did not warrent the filing of a hosp incident report.